Manufacturer narrative:
The device was not returned for analysis. A review of the device history record could not be performed as the lot number is unknown. There was no specific performance related failure was reported by the user, therefore an investigation could not be conducted. The event will be re-evaluated if additional information becomes available. Oscor will continue to monitor this event type and risk. The device passed all in-process and qa final inspection steps before shipping to the customer.

Event description:
It was reported that introducer access site had blood loss and require 1 unit of blood. Patient presented to emergency room with congestive heart failure exacerbation. Subsequently patient went into pulses electrical activity arrest and was successfully resuscitated. Patient was in ICU and continued to decline hemodynamically. Decision was made to implant impella for heart failure. Patient outcome was stable and no issue identified with device. No additional information is available and no other adverse event was reported.